Event description:
It was reported to nova biomedical that a consumer received a result of 144 mg/dl on their blood glucose meter. The consumer did not believe that result to be accurate because he felt lower than what his reading showed him. The consumer immediately performed four additional tests getting the following results, 134 mg/dl, 54 mg/dl, 100 mg/dl, and 72 mg/dl. The consumer experienced a hypoglycemic event requiring emergent food, glucose tablets to help raise the consumer blood sugar level. During troubleshooting, the integrity of the test strips was determined to be in range. The difference in the consumer's readings was determined to be clinically significant. The test strips in question will be returned to evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.